Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Event description:
The patient contacted lifescan alleging that the subject meter read inaccurately high compared to another meter. The patient obtained blood glucose results of "597, 400, and 600 mg/dl" with a lifescan meter and "153 and 152 mg/dl" from another meter, performed at an unknown time. The customer service representative noted that the calculated difference of these glucose results exceeded the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.